Event description:
The customer reported that the latron control primer was high on a coulter lh 780 hematology analyzer for both differential and reticulocyte parameters. The customer was assisted over the phone by the customer technical specialist (cts) with aspirating bleach in place of primer using the retic and diff primer functions, which did not resolve the problem. Latron and 5c controls recovered within limits; only the latron control primer was above specifications. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
Latron primer is a pre-prep step function performed prior to latron control analysis; no patient samples were being tested at the time the malfunction occurred; just the latron control primer. A field service engineer (fse) evaluated the instrument on 06/04/2015. The fse confirmed the reported problem and addressed it by replacing the blood sampling valve (bsv). The fse performed shutdown and startup, ran latron primer and it recovered within specifications. The fse also ran all controls to verify operation. (B)(6).